Event description:
Pt presents with broken screw after participating in pt as directed. Initially presented in (B)(6) 2016 with right tibial tubercle fracture, orthogeriatrics 4.0 cannulated screw placed (50 mm, partially threaded). Screw broken at the thread/non-thread junction. Unclear how this will affect the fracture healing all this time. Currently made nonweightbearing and placed back into a knee immobilizer.